Event description:
The reporter alleges back to back results of 130 and 424 mg/dl on the customer's meter. The 424 mg/dl was obtained after an IV infusion of large doses of vitamin c. Return requested and replacement was sent.